Event description:
This device was later returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was being explanted after reaching elective replacement indicator (eri). It was questioned if the device exhibited the shortened replacement window ((B)(6)2007) advisory behavior. Also, the patient was being checked for a thrombus around their lead, it was noted that they ruled out a thrombus. To date, there have been no reported adverse patient effects related to this clinical observation. The device was explanted and replaced, and will be returned for analysis.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.